Event description:
Rptr was adding morphine sulfate 500 mg additive syringe to a mixing container when he noticed a plastic thread floating in the solution. He filtered the solution and was able to retrieve the plastic thread.